Event description:
It was reported that during patient use, the ventilator had shutdown and powered back on. It was reported that the event occurred during patient use. The patient was transferred to an alternate ventilator with no harm.

Manufacturer narrative:
Date of report: 09/05/2018. Date received by manufacturer: 06/02/2018. Additional information: (UDI). The central processing unit (cpu) printed circuit board (pcb) was returned for failure investigation. A visual inspection was performed and there were no signs of damaged or contamination. The cpu pcb was installed to a failure investigation (fi) test ventilator. The test ventilator was tested and all tests passed. There was no product fault found. The cpu cpb met specification.